Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that a pocket revision was performed because the device appeared to be close to the skin surface pushing upward on the incision site. Because the device was within a few years of battery depletion, the device was explanted and replaced. No patient complications have been reported as a result of this event.